Event description:
On 29/nov/2023, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with (B)(6) products. Additional follow-up was performed with the patient¿s pd nurse who confirmed the patient was hospitalized on (B)(6) 2023. The nurse stated the patient had a pd catheter (not a (B)(6) product) exit site infection and peritonitis. While hospitalized, the patient had a pd(peritoneal dialysis) culture obtained. But the nurse stated the results were not available. It was reported the patient is being treated with antibiotic therapy (details unknown). Additionally, the patient was switched to hemodialysis for renal replacement needs and pending removal of the pd catheter (due to pd catheter exit site infection). At the time follow-up was performed, the patient remained hospitalized. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with (B)(6) products in relation to this event. The nurse indicated that the peritonitis was caused by the pd catheter (not a (B)(6) product) exit site infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).